Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 40 due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a open book image and it motor safety circuit failed test. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer was able to clear the alarm. Customer was performed self test and found open book image. The insulin pump will be returned for analysis.